Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, no clips were able to load properly into the jaws at any point during use. The device was replaced to resolve the issue and complete the case. There was no patient injury.